Event description:
On (B) (6) 2010, the pt reported he has received an e4 (occlusion) error on his insulin infusion device the past 15 times he has tried to bolus. He stated the issue started with his current lot number of infusion sets. He has had elevated blood glucose readings of 300-400 mg/dl with his normal range being 100-200 mg/dl. Symptoms were being dehydrated, feeling bad and having breathing issues. He stated, he did not treat himself. He stated he changes his infusion headset and tubing every 3 days and does not reuse cartridges. His device adapter has not been changed and he was advised to change it every 10th cartridge change. The pt was instructed to remove his headset and prime through the tubing which he did without error. He said he has no scar tissue and rotates his site. He was instructed to change his headset. He did so and completed his bolus with no further occlusions. Courtesy infusion sets and adapters were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.